Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer replaced the inseparable unit with a new one. Installed missing screws on the mounting latch to secure the assembly. Additionally, slide bumpers on drawers 2.1, 2.2, and 5 to resolve operational issues. All components were functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.